Manufacturer narrative:
The device was not returned for evaluation. There was no lot number provided therefore a DHR review was could not be completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted. If additional information is received a follow-up report will be submitted.

Event description:
A patient received a pneumothorax during a superdimension enb procedure. The patients oxygen requirement increased. A chest x-ray was completed which showed right side pneumothorax and collapse of the right lung. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
A chest tube was placed and patient was admitted to hospital. On (B)(6) 2016 a chest x-ray showed full re-expansion of the lung. On (B)(6) 2016 the patient was discharged to home. If additional information pertinent to the incident is obtained another follow-up report will be submitted.